Manufacturer narrative:
Bayer service performed a system check of the avanta on 1/4/2017 and found it to operate to specification. Disposable products used during this procedure were discarded and the site was unable to provide the lot numbers. Bayer applications specialist will provide retraining to the involved staff, who operated the avanta rarely, on february 6, 2017.

Event description:
We received the following information: a diagnostic coronary angiogram was performed on a male patient while connected to an avanta fluid management system (serial number (B)(4)). The doctor then went on to perform an intervention of the left coronary artery on this patient. The patient suffered a cardiac arrest after an injection to the left coronary artery. The patient underwent cardiopulmonary resuscitation (CPR) and was stabilized. It is expected he will make a full recovery. The site reported that during preparation of the avanta injector disposables, the staff filled the syringe needed for the balloon inflation through the waste port on the single patient tubing (spat). Contrast and saline syringes were loaded. Fluid was flowing until the saline stopped filling, despite the saline bottle still containing saline. The nurse opened the peristaltic pump, checked the saline line and closed the pump door again. An injection was performed into the coronary artery and suddenly the patient suffered a cardiac arrest. The patient underwent cardiopulmonary resuscitation (CPR) for ten minutes. After the CPR, the staff changed to manual injection because the avanta would not operate despite it did not display any error code. The site reported that the staff operating the avanta rarely used the injection system. The first manual injection performed revealed a dissection of the left main coronary artery and needed intervention was performed. The patient was stable is expected to make a full recovery.